Event description:
Indication: chronic obstructive pulmonary disease, unspecified; chronic respiratory failure with hypoxia pt received the vies le nebulizer in (B)(6) 2024 to use with ohtuvayre and reports that the mouthpiece is not working properly. Patient reports the exhalation valve on the mouthpiece is staying open the entire time when he both inhales and exhales. Pt states that because the valve is staying open when he is inhaling it is allowing the nebulized medication to escape from the mouthpiece and the patient is not receiving the full dose. Patient has a second mouthpiece from the kit of extra supplies and indicated that one is working as it is supposed to unknown how much medication pt has or has not received due to defective mouthpiece. Pt did not report any adverse events. Unknown if device is on hand for return. Unknown if md is aware. No further info provided. Reported to (B)(6) by pt/caregiver.